Event description:
During a sub-total gastrectomy procedure, excessive bleeding was observed from the application site. The surgeon resected the tissue and applied another instrument. However, the same condition occurred two more times. The tissue was resected another two times ahnd the procedure was finally completed with another instrument.